Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) caused more problems, made the problems worse, and didn't help with the pain. It was noted the patient felt stimulation in the ribs and stomach, the ins site was bruised all the time, and the patient couldn't lie on her back. She felt tingling when stimulation was off. Explant was scheduled for (B)(6) 2016. The patient later reported on (B)(6) 2016 that the ins was removed on (B)(6) 2016 due to pain and sensitivity at the ins site. There was still some tenderness at the explant site and the patient still had her original back pain, but was feeling better. The tenderness and pain were almost gone. Indication for use included chronic low back pain, and spinal pain. Additional information received from a manufacturer's representative (rep) reported the patient was explanted on (B)(6) 2016. The rep also noted that she had reprogrammed the patient on (B)(6) 2016 with high density programming and had not heard from the patient since then.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator (ins) caused more problems/made the problems worse, and didn't help with the pain. Stimulation would shoot down into different parts of the body. She felt tingling when stimulation was off. Explant was scheduled for (B)(6) 2016. The patient later reported on july 7, 2016 that the ins was removed on (B)(6) 2016 due to pain and sensitivity at the ins site. There was still some tenderness at the explant site, but was feeling better. The tenderness and pain were almost gone. Indication for use included chronic low back pain, and spinal pain.

Manufacturer narrative:
Analysis results on the ins (B)(4) stated that the ins was functionally okay, insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.